Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer is stating that they have a snapped hublock cable. Dealer is not aware of how this happened and side was not mentioned on the call. No other information provided.